Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms of urinary incontinence and tissue injury are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. A surgical intervention was performed to remove the device. However, during the procedure the patient experienced an urethral tear; therefore, the surgery was cancelled. No additional information was reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and (B)(4). Here was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and tissue injury are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. A surgical intervention was performed to remove the device. However, during the procedure the patient experienced an urethral tear; therefore, the surgery was cancelled. No additional information was reported.